Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate x.

Event description:
Reason for original complaint: patient was revised to address hip pain with pseudo-cyst and osteolysis. Update 7/29/2015: pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, pseudocyst, osteolysis, increased metal ions (no labs), and the inability to remove the liner. The whole cup was revised. Part/lot is being updated and the stem and cup are being added to the complaint.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what previously reported, ppf alleges pseudotumor, metallosis and fracture (bone). Added unknown hip implant to address fracture (bone). Updated patient identifier, patient code and product experience code. Added revision hospital and law firm in the facility name. Doi: (B)(6) 2004 - dor: (B)(6) 2012 (left hip). Re (wipro).

Manufacturer narrative:
UDI: (B)(4).